Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: occurred during a laparoscopic appendectomy procedure. For the first firing, used the powered stapling handle and reload. Shortly after the surgeon fully fired the device, the status indicators were illuminated blue and the handle indicator was flashing. The clamp cover did not return to the initial position and the jaws were unable to be opened. With the interspace between the jaws and the tissue, the surgeon was somehow able to remove the device from the tissue. Then the jaws could not be articulated and the surgeon could not remove the device from the trocar. There was no patient harm.

Manufacturer narrative:
Post market vigilance (pmv) received one handle . The eeprom was uploaded and indicated 36 autoclave cycles for the handle. Visual analysis noted that the eeprom showed the code .rive _motor_stop_quad_fail. Functional evaluation noted that the quick connect was functionally depressed numerous times and displayed no hang-ups or abnormalities. The articulation, rotation, close/fire, open and push to fire buttons and knobs were twisted and depressed all showing full functionality. A pmv battery pack was loaded into the idrive ultra. The idrive ultra powered up properly and system calibration was successful indicated by the steady green light above the handle symbol. A pmv adapter was inserted onto the handle and calibrated without issue. An single use loading unit was inserted onto the adapter and the reload detect led immediately started flashing as intended, indicating that the software recognized the presence of a reload. The reload was closed and then opened to change the flashing green reload detect led to a solid green state. The adapter was rotated in increments of forty five degrees and fully articulated left and right each time, and the device recognized the reload the entire time. The loading unit was then applied to test media in the fully articulated position with proper transection and stapling. The reload was able to be articulated to neutral position, opened, and removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary post market vigilance (pmv) led an evaluation of one device. An error code was noted in the device memory. Upon a visual inspection of the handle, it was noted that there were no abnormalities. The handle was then disassembled, and it was noted that seal was not properly applied in one area of the circuit board. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The root cause of the observed condition was determined to be a result of a manufacturing activity and a process improvement has been initiated. If information is provided in the future, a supplemental report will be issued.